Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the forceps channel. With based on the results of the investigation, a definitive root cause could not be identified, it is likely the following led to the malfunction: due to wear on the glass of the light guide rod lens. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Regarding the foreign objects, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope had a lens that was occasionally a little blurry. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 full address: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.